Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Hospital.

Event description:
It was reported that the lead exhibited greater than 2300 ohms impedance and noise. Subsequently, the patient expired. Ventricular fibrillation was suspected but there was no allegation that the lead caused or contributed to the death.